Manufacturer narrative:
Date of explant remains unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been unable to receive adequate stimulation. An impedance check revealed high impedance. Reprogramming was performed to provide therapy for the patient. X-rays were taken but the results remain unknown. In turn, the patient's scs system was explanted and replaced (with a competitor's device). Surgical intervention addressed the patient's issue.

Event description:
Follow-up revealed the date of explant.